Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in- clinic follow up, an increase in pacing lead impedance was observed. It was also stated that the patient collapsed the previous day. It was unlikely that the patient's collapse was related to this. The patient is not pacemaker dependent. No further information is available.